Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at below nominal pressure, the balloon was ruptured. The device was removed without problems and the procedure was completed with a different balloon. No patient complications were reported. The patient condition was good.